Manufacturer narrative:
Arjo was notified about an event with involvement of alenti lift. It was reported that the device tipped during resident transfer from alenti to active lift. The patient was not injured. As an outcome, it was reported that the caregiver sustained an injury - strain to wrist, but returned to work. The involved lift was checked by the arjo qualified representative and found to be fully functional. According to received information the lift tipped on sloped floor during transfer from alenti lift to another device. The safety belt was removed to apply a sling for transfer from the alenti to the active lift, but the sling was not yet attached, when the tipping occurred. The lift was in the lowest possible position, but the brakes were not applied during transfer and the lift was standing on slope to drain. Alenti hygiene chair is intended for lifting and transporting residents to and from a bathroom in a care facility and to assist with the bathing process. According to the information received from the customer facility the lift became unbalanced during use and tipped over. The performed evaluation did not reveal any malfunction of the device. Upon the review it was confirmed that the brakes were not applied, when the incident occurred. The seat belt was disengaged to transfer the patient to other device and the lift was standing on the sloped floor. The operating and product care instructions (IFU; 04.cd.02_7 us,ca dated on april 2004 - active at a time of distribution of the involved alenti) clearly states how to operate the device properly and gives number of precautions to avoid hazardous situations: "to avoid the possibility of injury from tipping or other misuse, always ensure that: - the equipment is used by appropriate trained staff. - the alenti is moved with care, especially in narrow passages and over uneven surfaces. - the brake is activated on the alenti only when transferring a resident to or from the lift or when alenti is not in use. - the slope of the floor does not exceed the ratio 1:50. - if there is a drain cover in the area where the lift is maneuvered, the drain cover must be smooth and set level with the floor." IFU includes information that before transfer to the alenti lift e.g. From a wheelchair or standing position the caregiver should apply brakes. The brakes consists of two cylinders attached with three screws, inside the boomerang (alenti chassis). They are activated from the hand control or the touch pad. The brake action is achieved when the cylinders move downwards with the brake pads to the floor. According to the IFU the brakes should prevent from unintended movements of the device during transfer as they may lead to the tipping like in the reported event. The user manual provides caregiver with relevant instructions and supporting pictures regarding transfer and positioning of the patient. Moreover, it was determined that device was standing on the sloped floor (the exact ratio was unknown), what could have affect the device's stability. Both of these factors are considered as significant due to their ability to contribute to the event, which is supported by the IFU guidelines and requirements. It has to be pointed that the design of alenti bathing lift is attested, fulfills the requirements of stability and does not tip without any reason. With reference to internal tests and in accordance to international standards, the alenti is capable of maintaining equilibrium at angles far beyond the maximum environment specifications, at full swl, and in its highest stroke position (please refer to attached alenti test report 1996). The test was confirmed by tuv in 2004. From description of the event it appears that there was no technical deficiency with the device and it appears to be likely, that some user errors could have contributed to the event. The most important factors could be not using the brakes and sloped floor. Therefore it seems that the failure to follow safety instructions and recommendations included in the device instructions for use, together with lack of carefulness, can be a primary causes of the event occurrence. In summary, according to the gathered information the alenti hygiene chair was used for patient handling at the time of the event and in that way contributed to the event. Based on the performed evaluation of the device there was no technical deficiency found. This complaint was decided to be reported to the competent authorities due to indication of device tipping and an injury occurrence.

Manufacturer narrative:
According to further information received, the safety belt was removed to apply a sling for transfer from the alenti to the active lift, but the sling was not yet attached, when the tipping occurred. The brakes were not applied during transfer. The caregiver sustained an injury; strain to wrist, but was back working. The investigation is ongoing and additional information will be provided within the next report.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. The involved lift was checked and found to be fully functional. According to received information the lift tipped on sloped floor during transfer from alenti lift to another device. The investigation is ongoing and further information will be provided within the next report.

Event description:
Arjo was notified about an event with involvement of alenti lift. It was reported that the device tipped during use. The patient was not injured. The caregiver sustained an injury, but no further information regarding its nature was provided to date.